Event description:
Delivered uncapped syringes. Needle stick from the uncapped syringes starting (B)(6), 2010 when she opened the package. Concern about contracting some kind of disease from this uncapped syringes.